Manufacturer narrative:
This report is submitted on august 4, 2022.

Event description:
Per the clinic, the patient experienced a skin breakdown at the external magnet site that was treated with oral antibiotics. The implant remains in-situ.

Manufacturer narrative:
Per the clinic, the patient underwent a revision surgery in order to close the wound (specific date not reported). Additional information has been requested but has not been made available as of the date of this report. This report is submitted on december 08, 2023.

Manufacturer narrative:
Per the clinic, the device was explanted (date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on march 15, 2023.